Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 4 years and 5 months post-implant, it was reported that the patient experienced multiple red heart alarms and replaced his system controller. The following day the patient continued to experience red heart alarms. The patient went into the hospital and the patient¿s event history was reviewed which indicated that the pump was unable to maintain the fixed pump speed while on battery support. The patient was admitted to the hospital. The manufacturer¿s technical services personnel inspected the external portion of the percutaneous lead. No alarms were able to be reproduced and the inspection did not reveal any direct indications of an electrical short with the wires. X-rays showed evidence of stress on the shielding within the percutaneous lead; therefore, a distal end replacement of the percutaneous lead was performed on (B)(6) 2015 and the patient was discharged. Later that day, the patient experienced additional alarms. The patient was readmitted and the patient¿s system controller was exchanged. The patient was asymptomatic during each event. On (B)(6) 2015, the patient received a pump exchange for suspected internal percutaneous lead compromise.

Manufacturer narrative:
The approximate age of the device is 4 years and 5 months. The device was returned for investigation. The evaluation is not yet complete. The patient remains on lvad support with the replacement pump. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The report of a suspected internal percutaneous lead (lead) issue causing low speed events and red heart alarms was confirmed through the evaluation of the device. A distal-end percutaneous lead replacement was performed on (B)(6) 2015. Approximately 17 inches of the external portion/distal end of the lead was returned for evaluation. Continuity testing of the percutaneous lead revealed that all wires were electrically intact. Visual examination and hi-potential (hi-pot) testing of the lead did not reveal any areas of compromised wire insulation. Examination of the returned device did not reveal any depositions or thrombus formations that would have affected pump function. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. The percutaneous lead was returned cut approximately 5 inches from the pump housing and the remainder of the lead was returned in two segments measuring approximately 1 inch (internal) and 39 inches (approximately 13 inches was from the original lead). Continuity testing of the lead segments found all wires were electrically intact. Examination of the 5 inch segment extending from the pump housing as well as the 1 inch internal portion did not reveal any areas of compromised wire insulation. The previous percutaneous lead repair was examined and was unremarkable. Examination of the external replacement lead did not reveal any areas of compromised wire insulation. Examination of the proximal end of the 39 inch lead segment revealed severe breakdown of the braided shield from the end of the lead to about 6 inches from where the lead was cut, or approximately 33 inches to 39 inches from the metal connector. Breaches in the green and brown wire insulation were noted approximately 38.5 inches from the metal connector, exposing the underlying metal conductors. Hi-pot testing confirmed current leakage in the locations of the breaches. The observed wire damage appeared to be the result of fatigue failure due to abrasion against the braided shield. The heartmate ii operates on a three phase motor; the yellow and green wires represent phase one, the black and brown wires represent phase two, and the red and orange wires represent phase three. The observed compromised green and brown wires would have interrupted pump function as a result of a phase to phase short if the exposed conductors from both wires made direct contact with each other or simultaneous contact with the braided shield while the device was supported by batteries, which was confirmed through the submitted system controller log file. The reported event could have also resulted from the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground while the patient was operating on a tethered power source, such as the power module. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.